Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.